Manufacturer narrative:
Other relevant device(s) are product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 19-jul-2017, UDI#: (B)(4); product ID: esbf3214c103ee, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately three years later with a rupture. CT showed a type iii endoleak and another endurant ii stent graft limb etlw1616c124e was implanted to seal the separation of the original stent graft. Angiography showed the endoleak was resolved. It was reported that the stent graft limb had separated from the main stent graft body and this led to the rupture. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.